Event description:
It was reported that the pt experienced increased baseline pain. An alarm was heard and confirmed by telemetry. A motor stall was confirmed in the event logs with no motor stall recovery recorded. A motor stall with tube set message occurred the last week (stalled in 2009 and recovered two days later), followed by another motor stall (the following day) which had not yet recovered. The pump contained a mixture of fentanyl, dilaudid, clonidine, bupivacaine, and compounded baclofen. Add'l info rec'd reported that there was no MRI or magnetic field involved. Along with increased pain the pt also experienced typical withdrawal symptoms. No pt treatment or outcome was reported. Add'l info has been requested, but was not available as of the date of this report.